Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-33, lot# va0h335, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had just been implanted and was in the recovery room. The patient reportedly felt ¿shocking¿ every time they turned, but was fine if they did not move around. It was noted the representative had programmed the device. Additional information has been requested, a follow up report will be sent if additional information is received.